Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft (CABG) surgery on (B)(6) 2020, and a suture was used. During the procedure, the suture detached from the needle. There was a 15 minute delay in surgery due to the event. There were no fragments generated. The procedure was completed successfully. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/13/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.